Event description:
"The arthroplasty was revised due to loosening of the tibial component. The femoral and tibial components were revised. The components were implanted in situ for 1.27y. The patient presented with a ucla score of 2 three months prior to revision surgery. Note: medical records and x-rays were not provided to stryker for review.